Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5179571.diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.

Event description:
Subsequent to the initial MDR, additional information was received on 12/19/2025. The initial maude report (mw5178616) was received on 11/28/2025, indicating an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The reported event occurred on (B)(6) 2025, when the patient experienced a hypoglycemic episode attributed to insulin on board from the omnipod 5 insulin pump operating in automated mode with the dexcom g7 cgm. No cgm or bg fingerstick value prior to the event was specified. The hypoglycemic event resulted in a seizure and loss of consciousness, causing a motor vehicle accident in which the patient rear-ended another vehicle. Emergency medical services (ems) arrived on the scene and measured the patient¿s bg at 38 mg/dl, while the cgm displayed 85 mg/dl. The patient was treated with glucose tablets/gummies, and the automated insulin delivery was paused. The patient reported limited recollection of the event, which occurred at approximately 1:30 am. The only egv value provided was from 2:30 pm, unrelated to the event. The patient sustained minor skin burns from the airbag, which were self-treated with neosporin ointment. He reported feeling generally well after recovery. Additional information was obtained by technical support on 12/12/2025. A subsequent maude report (mw5179571), received on 12/19/2025, described a similar incident involving an unspecified insulin pump delivering excess insulin due to inaccurate cgm readings, resulting in hypoglycemia. No seizure was reported in this case. The patient again experienced a car accident due to hypoglycemia. Ems measured bg at 30 mg/dl, while the cgm displayed 85 mg/dl. The patient was treated with glucagon and glucose gel by paramedics. No additional patient or event details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported via maude that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reportedly had a hypoglycemic attack caused from insulin on board from the insulin pump (omnipod 5) in automated mode with the cgm (dexcom g7). The medical event caused a seizure and symptoms related to hypoglycemia which led to a car accident rear ending a vehicle relating to unconsciousness at the wheel. Paramedics arrived and tested the patient's bg and it was 38 mg/dl while the cgm was 85 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined.the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).